Manufacturer narrative:
A ge service representative performed an on site investigation. The cross arm brake was repaired during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).

Event description:
It was reported that the cross arm brake handle on the 9900 system was loose. No patient injury was reported.